Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the home patient (hp) had reused single-use supplies during fill 1. The hp explained that in an attempt to troubleshoot, they disconnected the heater bag and then reconnected it. The technical service representative (tsr) instructed the hp to not disconnect any bags once they were primed and running for therapy. The tsr told the hp to end the therapy and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.